Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be sent when the investigation and the device history record is complete

Event description:
It was reported that when using the fogarty catheter on a patient, it broke in half and the staff had to try and retrieve it. No patient complications were reported.

Manufacturer narrative:
We received one embolectomy thru-lumen catheter without the packaging for examination. Examination of the catheter found it to be broken (rough edges) proximal of the catheter tip. There is also a indentation just distal of the break site. There does not appear to be any of the catheter missing. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. The max pull force for this catheter is 2.0 lbs on a inflated balloon. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.